Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt presented with in-stent restenosis of an unspecified stent. A taxus express2 3.0x20mm drug eluting stent was implanted in the non-tortuous and non-calcified right coronary artery. The taxus express2 stent was post dilated with a quantum maverick balloon. The pt was discharged and 5 days post procedure, the pt presented with subacute thrombosis and a myocardial infarction. The thrombus was extracted with a thrombectomy catheter and a 3.0x8mm taxus express2 was placed. The pt did experience a decrease in ventricular function. No further pt complications occurred. Patient status is satisfactory.